Event description:
Customer stated a bravo procedure was done on (B) (6) and the capsule failed to attach. There was another capsule that was calibrated and attached successfully inside the pt. The pt did not suffer any adverse event.

Manufacturer narrative:
No pt injury has occurred following this incident.